Event description:
It was reported that the patient had a shocking or jolting sensation. This was intermittent and only seemed to happen when the patient started urinating. It seemed to be worse on program 2 and 4. The shocking sensation travelled from the patient's vagina to the abdomen up to the chest. The patient was getting go therapy for the urgency/frequency but she had noticed that she was having issues with leaking which the manufacturer's representative was trying to fix. There was no known accident or incident related to this complaint. The patient had not had any falls or trauma. The patient had x-ray and it was reviewed by the doctor and manufacturer's representative. There were nothing visibly wrong with the lead or neurostimulator and placement appeared to be correct. The patient's status was fair. The patient saw >4000 ohms on some of bipolar pairs, 0/1, 0/2, 0/3 when ran at default. The patient tried to rerun at 3.0v but that shocked the patient so, she stopped that impedance reading. The patient reran impedances at the default to get all combinations-only pairs 0/2 and 0/3. The patient reran at 1.0 v and 300 pw. The values changed to below 4000 ohms on the pairs that were open circuits and there were a fair amount of repeating values. The manufacturer's representative reprogrammed the patient's implant neurostimulator with the combinations suggested which were case + 1-, case +2-, case +3. The patient was recommended to try each new program for 1-2 weeks. If a program was working then the patient should leave it there. If the patient experience shocking, she will call the doctor who will schedule a lead revision. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient spoken with a manufacture representative, but was still experienced a shocking sensation when urinating after the device was reprogrammed. The device has been turned off and a lead revision was planned but was not scheduled as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v577516, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) confirmed that there were high impedances on some bipolar pairs, but were normal after retesting. The hcp also confirmed the symptom of shocking while voiding. It was decided to turn the implant off for now. It was stated that the patient was to have eye surgery and would contact the hcp after healing to discuss turning the implant back on to see how she does at that time. The patient outcome was reported as no injury.